Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post coronary angioplasty procedure, the patient expired. Vascular access was obtained via the right femoral artery. The 95% stenosed, 18mm in length target lesion was located in the severely tortuous and severely calcified, 3.5mm in diameter right coronary artery (rca). The target lesion was pre-dilated. The physician attempted to advance a 3.50x20mm promus element stent to the lesion, but was unable to cross and device was removed from the patient. Following removal of the device, the patient experienced acute vessel occlusion, atrioventricular block and a myocardial infarction (mi). It was noted that there was loss of access and the physician could not get back into the occlusion. The patient was treated with medication. It was noted that the patient was in serious condition and was hospitalized. Eleven days post procedure the patient expired.

Event description:
It was reported that post coronary angioplasty procedure, the patient expired. Vascular access was obtained via the right femoral artery. The 95% stenosed, 18mm in length target lesion was located in the severely tortuous and severely calcified, 3.5mm in diameter right coronary artery (rca). The target lesion was pre-dilated. The physician attempted to advance a 3.50x20mm promus element stent to the lesion, but was unable to cross and device was removed from the patient. Following removal of the device, the patient experienced acute vessel occlusion, atrioventricular block and a myocardial infarction (mi). It was noted that there was loss of access and the physician could not get back into the occlusion. The patient was treated with medication. It was noted that the patient was in serious condition and was hospitalized. Eleven days post procedure the patient expired.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination found that the stent was damaged at the proximal end. One strut on the second most proximal row was lifted and bent distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Bsc ID: (B)(4).